Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc files 6x broke during use. The broken piece could not be retrieved and was incorporated into the filling. Treatment concluded. No injury.

Manufacturer narrative:
Summary: three reciproc files r25 8/100 25mm 025 were returned in loose. The files are broken in the active part or at the tip of the active part (fatigue or uncertain conditions). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1793498, #1793966 and #1793171). Root causes are not identified. We will track this kind of event and monitor the trend.